Event description:
It was reported by the patient's spouse that the patient's device battery was low and five days before the surgery, the patient was dizzy and "didn't feel right." Also, a remote monitoring transmission was sent and the doctor said it was the device battery. The device was at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.